Manufacturer narrative:
No illuminator or probe were returned for evaluation for the report of being stuck in the port ; therefore, the condition of the products associated with both files could not be verified. A review of the device history records traceable to the reported lot numbers for both the illuminator and probe files indicates that both products were processed and released according to the product¿s acceptance criteria. A complaint history examination for both lots indicates there were no additional complaint associated with either lot for the reported issue. Samples were not returned and the device history record reviews of the lot numbers provided for the illuminator and the probe indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for these complaints is unknown as no samples were returned; therefore, specific action with regards to this complaint cannot be taken. All fiber optic light guide products are tested for light transmittance and image, are 100% visually inspected and are pull tested during the manufacturing process. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The diameter size of each cannula needle is also checked to insure it will fit properly into a trocar. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an unspecified 23 gauge product got stuck in the 23 gauge trocar port during a vitro-retinal procedure. The procedure was completed with a new item. There was no harm to the patient. Additional information was requested; however, none has been received to date.